Manufacturer narrative:
Evaluation summary: the instrument (a) was returned with no cartridge loaded and the right wedge was seated on the channel slightly higher than the left wedge; both wedges are not flush on the base on the channel. When tested for functionality with a test cartridge, it fired conforming. Cartridges (b,c,d) were returned fully fired and in good visual condition. Exp. Date 06/2009 mfg. Date 07/2004. Cartridge (e) was returned with a wedge band bypass. The left side was noted to be fully fired and the right side was noted to be unfired. This damage is consistent with an improper loading technique. If the reloading instructions are not followed and the cartridge is loaded improperly into the channel of the instrument, the cartridge and instrument could become damaged.

Event description:
It was reported that the device was used during a thoracoscopy, for a lung biopsy, the stapler did not complete its firing sequence and jammed. Another stapler was pulled and used to finish the procedure. No patient consequence.